Manufacturer narrative:
The product was not returned to olympus for inspection; however, technical assistance center (tac) provided remote troubleshooting, the customer reports shut down, and restart error went away b30. E216 now present. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited error codes b30 and e216. There was no patient involvement.